Event description:
A talent abdonimal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm fusiform abdominal aortic aneurysm. The aortic neck is reverse-funnel shaped, without calcification or thrombus, and ranges from 22 to 22.5 to 24 mm in diameter over 1.5 cm. Iliac arteries were straightforward without tortuosity or calcification. It was reported that after delivering the device, the physician pulled the bifurcated stent graft too far downward during deployment; however, no type I endoleak was evident. The physician elected to implant an additional talent aortic cuff, with successful results. In addition, a slight transgraft type IV endoleak was present at the end of the case, and the physician elected to monitor the patient at the 30 day follow-up. A 30-day ultrasound showed that no endoleak was present. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: reverse-funnel shaped aortic neck. Endoleak. Pulling the graft too far downward. Evaluation: conclusions: reverse-funnel shaped aortic neck. Pulling the graft too far downward.